Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information received from the manufacturer representative (rep) reported that the implantable pulse generator (ipg) was replaced as multiple rechargers had been unable to charge the ipg. The patient also opted to have it moved to the abdomen so it was easier for her to recharge.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found the ins to be functionally okay with insignificant anomalies.

Manufacturer narrative:
Concomitant medical products: product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported via the manufacturer's representative (rep) reported they hadn't recharged their device in a month or so because they had other health problems and forgot about recharging. As a result the device was overdischarged and wasn't able to recharge. The rep. Met with the patient the following day and was able to have the patient charge normally (with the patient lying on the antenna) and reached 25% but coupling was variable and very positional. It was determined the device wasn't overdischarged, only discharged. The physician was concerned the ins was moving in the pocket as the new ins is smaller than previous ins, and this may be contributing to the trouble with recharging. On (B)(6) the rep. Met with the patient again for 2.5 hours and wasn't able to get past 50-75% charged. The rep. Attempted charging with spacers but was unsuccessful and would lose coupling when putting pressure on the ins. The rep. Attempted charging on the patient's bare skin and over underwear with no success. It was noted the patient was able to demonstrate proper recharging technique and impedances were normal. The rep. Later reported the patient was having difficulty recharging and not being able to charge past 50%. The patient was getting between four to six coupling bars, but would then lose coupling. The patient was also having difficulty reaching the pocket to charge due to a shoulder injury; the patient expressed the desire to relocate the implantable neurostimulator (ins) to the abdomen or replace the ins due to concern as to why the ins was so difficult to recharge. The antenna locate feature was used with a result of 58 but it didn't resolve the issue. The rep. Was going to talk with the physician about possibly replacing the ins. Relevant medical history includes cervical/neck and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.